Event description:
It was reported that during a patient procedure, the physician was reaming the acetabulum and while pushing the acetabular reamer handle, the shaft of the reamer handle broke. The device was promptly exchanged to continue the procedure with no consequences to the patient.

Manufacturer narrative:
Device was returned to greatbatch medical on 10/03/2014 for evaluation. Device evaluation is in process once completed a supplemental medwatch 3500a form will be submitted.